Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-03869. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the last night from neonatal intensive care unit (nicu) they have a baby cooling on the neonate pad and the pad was wet, and it appeared as though the gel was seeping through the white woven material and caused redness to the baby's skin. The rn changed the pad to another one with the same lot number and the exact same thing occurred. Rn has then gotten another pad with different lot no and there has been no issues so far. It was unknown what medical intervention was provided ((B)(4)). Per follow up information received via task on (B)(6)2024, the neonate pad has been held and they were organizing for its return to be assessed. The pad was unable to be used and staff had to use a new pad. Neonate pads could not be repaired. Therapy was delivered on the same arctic sun device; a new neonate pad was used to continue therapy. No impact to patient. As per investigator notification received via task on (B)(6)2024, the customer returned 2 neonatal arctic gel pads. Both pads appear to be used with blood stain. As per investigator notification received via task on (B)(6)2024, it was reported that the customer sent second pad for evaluation with an unknown issue ((B)(4)).

Event description:
It was reported that the last night from neonatal intensive care unit (nicu) they have a baby cooling on the neonate pad and the pad was wet, and it appeared as though the gel was seeping through the white woven material and caused redness to the baby's skin. The rn changed the pad to another one with the same lot number and the exact same thing occurred. Rn has then gotten another pad with different lot no and there has been no issues so far. It was unknown what medical intervention was provided. Per follow up information received via task on 18jun2024, the neonate pad has been held and they were organizing for its return to be assessed. The pad was unable to be used and staff had to use a new pad. Neonate pads could not be repaired. Therapy was delivered on the same arctic sun device, a new neonate pad was used to continue therapy. No impact to patient. As per investigator notification received via task on 26jul2024, the customer returned 2 neonatal arctic gel pads. Both pads appear to be used with blood stain. As per investigator notification received via task on 11oct2024, it was reported that the customer sent second pad for evaluation with an unknown issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is available is (B)(6). The initial reporter zip code that is available is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.